Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage on the top cover, cuts in the fantail region, and the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the rga data, it is determined that this device was non-hermetic. This version of the 90k device is no longer distributed. Corrective actions were implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve. Device testing could not be performed due to loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.